Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 9735825ent, serial/lot #: (B)(6), h3: the electromagnetic (em)interface, lot number: 1600782620, was returned to the manufacturer for analysis. The em interface faulted when connected to the lat station and it was unable to connect to the emtest. H6: codes b01, c04, and d02 are applicable to this analysis. Hw analysis: h3, h6: the electromagnetic (em)interface, lot number: 603002895, was returned to the manufacturer for analysis. The em interface faulted when connected to the lat station and it was unable to connect to the emtest. H6: codes b01, c04, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer faulted message. There was no patient involvement.

Manufacturer narrative:
H2: additional information was added to this report to reflect the system analysis. H3: h3: a medtronic representative went to the site to test the equipment. The instrument interfaces were replaced and the system then functioned as intended. H6: codes b01, c04, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.